Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system false positives occurred. The following information was provided by the initial reporter: false positive: no bacteria were found after smearing, and I would like to know how to re-incubate. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.